Event description:
It was reported by the customer's mother that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 130 mg/dl. Customer stated that the esc button was not working. Customer's mother will monitor and call back when the customer wakes up. Insulin pump will need to be replaced. Customer's mother did not want to wake up the customer so she stated that she will wait until the morning to verify if the esc button is not working. No additional information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.